Event description:
It was stated that the insulin pump was not delivering the correct amount of insulin, causing the customer to experience high blood glucose levels. It was also stated that the insulin pump failed the high pressure test. In addition, it was stated that the insulin pump makes a noise. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.